Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported break was confirmed. The reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal, interaction with the unspecified balloon dilatation catheter (bdc) resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, heavily calcified and de novo lesion in the left anterior descending (lad) artery. The bmw hydro guide wire was advanced to the target lesion. An unspecified stent delivery system was advanced, and the stent was implanted. An unspecified balloon dilatation catheter (bdc) was advanced over the guide wire without issue for post-dilatation. During removal of the bdc, severe resistance was met; therefore, the guide wire and bdc were removed as a single unit. Force was applied during removal, and it was noted that the guide wire coil was separated from the core but the guide wire remained in one piece. It was confirmed that no part of the guide wire remained in the patient anatomy. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.